Event description:
The customer obtained non-reproducible, falsely elevated troponin I es results from a patient sample and a vitros control fluid (patient 1 = 0.259 ng/ml vs. Expected <0.012 ng/ml, control l2589 = 0.128 vs. Expected <0.012 ng/ml) processed on a vitros eci immunodiagnostic system. The troponin result obtained from the patient was reported from the laboratory, however, the affected sample was repeated and a corrected result was issued. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no allegation of inappropriate medical action or patient harm due to the non-reproducible troponin I es results. This report is number two of two MDR¿s for this event. (B(4).

Manufacturer narrative:
The investigation determined that non-reproducible, falsely elevated troponin I es results were obtained from a patient sample and a quality control sample while using the vitros eci immunodiagnostic system. The investigation could not determine a definitive cause. There is no evidence found to suggest the vitros eci immunodiagnostic system had contributed to the event. The investigation determined the patient sample was not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of this event is unknown. However, a pre-analytical sample processing issue and a tropi es reagent issue cannot be ruled out as contributing factors.